Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue, urinary tract infections and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. The patient underwent mesh revision on (B)(6) 2011 and the patient had removal of vaginal scar tissue on (B)(6) 2012.

Manufacturer narrative:
(B)(4). Conclusion: not conclusion can be drawn at this time. Should additional information be obtained a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-02056. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). This medwatch report is being voided as it is a duplicate of medwatch report #2210968-2013-19272. Please see medwatch report # 2210968-2013-19272 for all the information regarding this event.